Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return. As the customer reported, that they would not return the instrument. Although the complaint regarding an image orientation issue was not confirmed by failure analysis since the instrument was not returned. The information gathered, indicates that the device did contribute to the customer reported issue. The probable root cause of the image orientation issue cannot be determined, based on the information provided. Since the instrument was not returned. This complaint is considered a reportable event, due to the following conclusion: it was alleged that the endoscope had an image orientation issue. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in this a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for this d4 is not applicable. Field d6 is blank. Because the product is not implantable. Field e4 is blank. Because it is unknown if the initial reporter submitted a report to the FDA. Field h4 is blank. Because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported, that during a da vinci-assisted surgical procedure, the customer encountered an image orientation issue with the endoscope. The da vinci coordinator stated, that the issue had been recurring. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi), followed up with the initial reporter, and obtained the following additional information: although the issue was noted on two different endoscopes. The customer believed the issue was a user error and will not return the endoscope. The customer informed, they would contact isi if they encountered any further issues.